Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. The qc recovery data provided showed low sodium results. The customer also replaced the reference electrode and indirect calibrator solutions. The customer's replacement of electrodes and calibrator solutions resolved the issue.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 2 patient samples on a cobas c 111 module. The customer was prompted to repeat the samples on another analyzer as they had replaced all ise electrodes prior to patient sample testing. For patient 1, the initial na result was 132 mmol/l. The sample was repeated on a c8000 analyzer and the result was 138 mmol/l. The sample was repeated on the c111 analyzer and the result was 134.7 mmol/l. For patient 2, the initial na result was 132 mmol/l. The sample was repeated on a c8000 analyzer and the result was 138 mmol/l. The sample was repeated on the c111 analyzer and the result was 136.8 mmol/l. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The analyzer serial number is (B)(6). The customer replaced the sodium electrode again. The investigation is ongoing.